Manufacturer narrative:
On 05/01/2016 10:09pm 202mg/dl (meter displayed 9:00am) - no insulin dispensed during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called concerned about her readings using the nova max link meter. The consumer stated, that her insulin pump displayed "no correction needed" however, the consumer overrode her pump setting to administer 6 units of insulin. The consumer also reported that "...ate 4 whole strawberries to cover the remaining insulin her pump did not give her".

Manufacturer narrative:
Complianant's complaint is confirmed. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The reported result of 175 mg/dl was found in the meter history; the sequence of events reported by the consumer do not align with the time and date details stored in the meter history. The reported result of 202 mg/dl at 10:09pm was not found in the meter history. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.